Event description:
A device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. A lab investigation was performed which confirmed the presence of degraded sound abatement foam. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.